Manufacturer narrative:
The complaint of leaks on item mc330616 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event involved a 102" (259 cm) appx 5.3 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear (1 remv), 0.2 micron filter, 2 check valves, clamp (yellow), rotating luer. The filter of the device was reported to be leaking after the infusion set up had been hanging for 48hours. Total parenteral nutrition (tpn) d16% was running at 3ml/hr and smof lipids 0.9 ml/hr. There was no report of any human harm.